Manufacturer narrative:
The technician found the side rail ctr arm assembly was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2012. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the side rail ctr arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the basement at the account. There was no pt/user injury reported.